Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 6 (vent not working) occurred while the customer was changing the cartridge. Blood glucose was 266 mg/dl. Reportedly, the customer successfully reloaded the same cartridge to address the event and insulin delivery was resumed.